Event description:
It was reported that during routine follow up, the physician observed the right ventricular (rv) lead exhibiting noise, oversensing, intermittent capture and increasing thresholds. The patient is not dependent but experienced pacing inhibition with no asystole. The rv lead was confirmed to be fractured. The physician consulted technical services for programming recommendations. Device reprogramming was performed. The rv lead was surgically abandoned. No adverse patient effects were reported.